Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned. It was discarded by the customer therefore not available for a physical evaluation. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii autocapture+ was not firing the needle properly and would not catch the suture. Since it was not properly catching, the sutures on the 4.5 healix advance triple loaded anchor began to fray and break. The sales rep stated that the healix anchor was still used to complete the case. The customer's expressew iii needle had a broken tip, but it is not known when the needle broke. The sales rep stated that they performed an x-ray, but nothing was seen inside the patient. The case was completed with these devices with no patient harm, but a fifteen minute delay due to the complications created from the devices. The expressew iii needle was discarded, the 4.5 healix advance triple loaded anchor was implanted, and the expressew iii autocapture+ is being returned for evaluation.